Event description:
It was phoned in by the sales rep that the balloon of the proplege coronary sinus catheter, pr9 burst during prep. The amount of fluid placed into the balloon during prep is unknown. There was no related patient injury.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
It was phoned in by the sales rep that the balloon of the pr9 burst during prep. The amount of fluid placed into the balloon during prep is unknown. The physician has saved the device for evaluation. This is not a new user of this device. No edwards employee at the case. Evaluation: the complaint that the proplege balloon burst was confirmed. A large tear was observed at the end of the balloon bond cuff area. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. The defect most likely occurred during use. Available information suggests that handling, improper technique, and procedural factors may have contributed to the event. The trend for this complaint type is in control. There will be no pra or CAPA initiated at this time. Manufacturing records were not able to be reviewed due to the fact that no lot number was provided. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.